Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, although foreign material was observed (in nozzle) during the device inspection, the specific material could not be identified. In addition, it was confirmed that the reprocessing steps performed by the facility was conducted in accordance with the instructions for use (IFU). Therefore, the root cause of the foreign material remaining in the device could not be determined. The event can be detected/prevented by following the IFU in sections: operation manual - chapter 3: preparation and inspection (detection method). Reprocessing manual - chapter 5: reprocessing the endoscope (preventive measure). This supplemental report includes a correction to g2 to provide information that was inadvertently not included in the initial medwatch. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's further investigation. Based on the results of the further investigation, the following was determined: 1. The delayed procedure was likely caused, by one of the following: a. Foreign material may have temporarily entered the air/water nozzle and channel. B. A temporary damper phenomenon (water and air alternately filling the entire length of the a/w channel of the scope insertion section) may have occurred. 2. Observations regarding the foreign material clogging the nozzle: a. Silicates were detected in the foreign material. B. Since, elemental analysis detected phosphorus and calcium. The foreign material likely, originated from a medical solution. The event can be detected/prevented, by following the IFU in sections: chapter 4.: reprocessing workflow for endoscopes and accessories (check your handling environment). Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that during a diagnostic procedure air flow issues were observed when using gastrointestinal videoscope that significantly delayed the inspection time. However, there is no evidence of any medical intervention undertaken or patient harm. The procedure was completed with a similar device. The device was inspected before use.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the nozzle had foreign objects. Additional evaluation findings are as follows: angle wires were stretched. The bending section rubber has a scratch, the insertion tube becomes deteriorated due to the cleaning, disinfection and sterilization method, part of the insertions tube is caught and pinched and the insertion tube becomes deformed, damage or deformation due to physical stress, due to wear of angle wire, bending angle in up direction does not meet the standard value, connecting tube has a dent, adhesive around light guide lens is peeled, scope connector cover unit has a scratch, protector of universal cord on suction connector side has a scratch, protector of universal cord on control section side has a scratch, forceps elevator lever has a scratch, forceps elevator knob has a scratch, right/left knob has a scratch, up/down knob has a scratch, switch box has a scratch, scope cover has a scratch, suction connector has a scratch, universal cord has a scratch, grip has a scratch, control unit has discoloration, control unit has a scratch, bending section rubber has a scratch, due to wear of angle wire, the play of up/down knob is out of the standard value and suction connector is dirty due to water leakage. The customer cleaned, disinfected and sterilized the device before sending to olympus. The user facility has no idea what the foreign material is. There was no delay in the start of precleaning. The user facility flushed the air/water nozzle with air and water. There were no abnormalities in the accessories used for reprocessing. The videoscope was pre-soaked in a detergent solution. The air/water nozzle was wiped/brushed with clean lint-free cloths, brush, or sponge. The air/water nozzle was flushed with a detergent solution. There was no response from the facility if there was any other concerns regarding the reprocessing. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide additional legal manufacturer¿s investigation findings. Based on the results of the additional investigation, it is likely that reported event occurred because of clogging foreign material in the nozzle. Therefore, the procedure was delayed since the examination became difficult to continue, a correction has been made to h4 from the initial medwatch.